Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s). The sample was repeated on an alternate dimension exl integrated chemistry system. The repeat result recovered higher than the erroneous result. The repeat result was considered correct as they matched the patient's history and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) was observed to be within range on the date of the event. The customer replaced x-tubing and sensor, ran precision and dilution check, which recovered out of specification. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse adjusted the integrated multisensor technology (imt) pump rate, replaced imt sensor, ran dilution check and qc, which recovered within customer's acceptable range. Siemens evaluated the event and concluded that the flow issue through pump tubing potentially contributed to the falsely depressed na result. The system is performing according to the specifications. No further evaluation is required.